Event description:
It was reported that during implant, the guidewire was damaged, and a piece of the guidewire tip was stuck in the patient's vein. The piece was able to be retrieved, and the patient was stable.

Manufacturer narrative:
The reported event of courier guide wire was damaged was confirmed. As received, a complete guidewire was returned in two pieces for analysis. Visual examination found the guidewire was damaged/broken consistent with procedural damage. The cause of the reported event was isolated to the procedural damage.

Event description:
It was reported that during implant, while attempting to introduce the left ventricular (lv) lead, the physician lost control of the guidewire due to suspected guidewire malfunction. The guidewire was damaged, and a piece of the guidewire tip was stuck in the patient's vein. The piece was able to be retrieved, and the lead was successfully implanted using another guidewire. The patient was stable with no adverse consequences.